Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer experienced high blood glucose in the 600 mg/dl range due to the alarms and using expired products. Customer reported that the insulin pump received the no delivery alarms while trying to prime the tubing. Customer was advised to replace plunger and manually push plunger very slowly, while keeping the reservoir straight, and verify insulin exits the tubing and then insulin did exit. Customer was advised to rewound insulin pump, reinsert reservoir into pump and run manual prime to at least 5.0 units. Customer stated the insulin pump alarmed no delivery. Customer was advised that the pump was working as designed. The customer's father declined troubleshooting for high blood glucose level. The insulin pump was not returned for analysis.